Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were air bubbles at the top of the reservoir and the infusion set. The patient's blood glucose at the time of incident is unknown; however, their last recorded blood glucose value was 112 mg/dl. During troubleshooting the customer verified that they properly followed proper consumables protocol. The customer changed the infusion set but the air bubbles anomaly persisted. The reservoir was not returned for analysis.